Event description:
Customer reportedly obtained a result of 475mg/dl on the device while the hospital's device read 95mg/dl. No treatment was received. Customer's device was miscoded at the time of the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.